Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coating on jaws separated off device. Nothing needed to be retrieved. No harm to patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device (10 & 13/22). The device was returned to the factory for evaluation on 06/29/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire and jaws. The heater wire was observed to be completely flexed away from the base of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact. No peeling silicone insulation was observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".